Event description:
It was reported that caller experienced air bubbles or gaps about size of a bb in tandem mobi cartridge during pumping while using room temperature insulin and following air removal and fill rod steps, and caller was still experiencing issue at time of contact. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that air bubbles or gaps did not remain after priming with fill tubing feature, large air bubbles resolved, and caller was able to resume insulin therapy and confirmed understanding of guidance provided.